Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and no stimulation after an unrelated surgery to remove a hematoma. The location of the hematoma was not provided. The patient was admitted to the hospital. Additional information was requested.